Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) showed a last recorded event que overflow related reset. The device was not in backup vvi mode. No changes were reported. There were no patient consequences.